Event description:
Endo gia universal xl stapler misfired 4x during case. Gastric bypass converted to open.====================== manufacturer response for stapler, endo gia universal======================sales rep. Was in the or - per staff "offered little assistance"